Event description:
Per the clinic, the patient experienced a wound dehiscence and infection at the incision site, exposing the receiver/stimulator. The patient was subsequently treated with oral antibiotics on (B)(6) 2023, for 10 days, and administered with another antibiotics (type not reported) on (B)(6) 2023 for 8 days. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 14, 2024.